Manufacturer narrative:
Continued e1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported right side "pain in breasts" "images of capsular contracture grade unknown in right breast" "prosthetic capsule is observed with thickening (3mm) in its anterior and inferior part in coincidence with pain when the transducer is supported. Silicone breast implant showing undulations on its anterior aspect. The device remains implanted.